Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of a hardware error was confirmed. A root cause was determined to be a ui-u1 related failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient exprienced low audio output.no additional patient or event information is available.